Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. User confirmed pump display turned on when plugged into a power source. Pump was used for demonstration purposes only and there was no patient involvement.